Event description:
The customer reported that the device would not cut and there was no injury to the pt. The device was returned with a missing metal cutter pin. The customer has been made aware of the condition of the returned device.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.